Event description:
(B)(6) y/o male with htn, dm, hld, cad s/p mi and vt arrest in 2003, s/p aicd at that time, with gen changes in 2008 and 2013. He says he has had many inappropriate shocks in the past, possibly for afib. His st. Jude device was interrogated in (B)(6) with no problems. He had vibratory alerts and was interrogated again on (B)(6) 2014, which showed a jump in impedance of the st jude riata shock lead, from 46 to 160 ohms. Under fluoroscopy, it was demonstrated that the wire to the distal coil externalized from the insulation and broke off at the proximal end of the distal coil.